Event description:
911 call received for a pt with difficulty breathing. Basic life support fire engine crew arrived 3 minutes after the call. The crew started CPR on the pt and hooked up the semi-automatic defibrillator. The defibrillator charged and delivered a shock at 200 joules. The rhythm is not a shockable rhythm. The pt went into asystole then a pea rhythm. The paramedics started an intravenous after intubation; then administered epinephrine and atropine. The pt's rhythm continued pea and ventricular fibrillation (which defibrillating shocks were administered).